Event description:
In 2004, "while using the same site to place a triple lumen catheter where the swan catheter was. The end of the swan catheter broke off. Using x-ray the swan catheter tip was removed through removal vein" no patient injuries were reported as a result of this event.